Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. Multiple bends were noted in the shaft of the catheter. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications; however deflected out of plane due to the bends in the shaft of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends in the shaft and the out of plane deflected curve remains unknown.

Event description:
Related manufacturer ref: (B)(4). During a premature ventricular contractions ablation procedure, a prolonged procedure occurred due to a deflection issue with the catheter, the tip of the introducer being bent, and having to exchange both of the devices. The devices were exchanged and the procedure was completed with no adverse consequences to the patient.